Manufacturer narrative:
Gehc surgery personnel ordered a new hard drive and charger pcb. Installed these parts. Installed new battery charger pcb. Adjusted new charger pcb according to power dist. Removal and replacement instructions, page 3-47. Output between tp11 and tp3 on the filament driver set to 220vdc. After replacement, there were no more charger errors present. Installed new hard drive. Reloaded cal files. Tested the system by creating a patient file, saving images to that file and recalling the images and checking that the correct files are being recalled. Checked and assured that the system was operating according to manufacture specs. Unit working as intended.

Event description:
Customer reported whenever any image is attempted to be recalled from the hard drive, a different image is being recalled, not the correct image. Customer was first aware of this problem.